Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: probe broken was possibly occurred due to contact with a surgical instrument or the non-insulated area of grasping section. The detailed mechanisms are shown below. Contact with a surgical instrument: 1. During seal and cut output, the probe came into contact with hard tissue, metal, or surgical equipment, causing scratches and abnormal ultrasonic amplitude. 2. The probe received an output load in seal & cut mode or received a load when grasping tissue. As a result, the probe cracked from the scratch. 3. The probe broke off when added load. Contact with non-insulated area of grasping section: 1. The distal end of the tissue pad was worn away because ¿seal & cut¿ output was activated while grasping nothing (including the case the user kept activating after cutting tissue). 2. The tissue pad was worn away, causing the non-insulated of the grasping section to touch the probe. 3. ¿seal & cut¿ output was activated under this situation, then the scratches indicating that the probe and grasping section were in contact with each other were made. 4. The seal and cut output and the load of grasping the tissue were applied to the probe, causing cracks to form from scratches (contact marks), resulting in abnormalities in the ultrasonic amplitude. 5. The probe broke off when added load. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device exhibited the probe was broken off. There was no patient involvement.